Manufacturer narrative:
Section d4 gtin of the initial medwatch report was blank. Section d4 gtin of the initial medwatch report should indicate: (B)(4).

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio found one of the banana pins in battery well 1 had worn out spring contacts. The device was replaced and moved to retention.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.